Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that while holding the down button to fill infusion set tubing; it took a lot of units to fill it. It was also reported that the customer had high blood glucose of 360 mg/dl; treated with insulin bolus. It was stated that the customer experienced high keytones. Customer's father declined to troubleshoot. He stated they will call the doctor due to the high. Nothing further reported.